Event description:
This powered wheelchair was brought into the dealers to have a tire changed. The dealer identified other issues. He noted a tilt issue and veering and screws on the inside of motor were loose. The motor gearbox assembly was replaced. The motor brushes need to be seated. Currently repairs were completed without further incident. No injury. It was also learned that the end user has the device for awhile.